Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. This issue occurred during reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. During follow-up with the user facility, it was noted that the subject device was used on three patients while awaiting the positive culture results. Two additional complaints have been opened to address this issue. MFR report # 9610595 - 2024 - 18606. MFR report # 9610595 - 2024 - 17998. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The user provided the following result of the culture test, performed at the third-party labs. Sampling date: (B)(6) 2024. Sampling from: suction, air/water, biopsy channels. Cfu: 4 cfu (colony forming units). Bacterial identification: staphylococcus epidermidis, moraxella osloensis. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.